Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed vertical lines in the image/image blooming could not be determined, however, the issue is a known inherent risk of the device and was likely the result of damage to the charged-coupled device unit and or damage to the video connector electrical contact due to repetitive use stress and or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set-up for an unspecified procedure, prior to the patient being present, the flex deflectable videoscope exhibited vertical line(s) on the inspection image. There was no harm reported as a result of the event.